Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After deployment of the closure device, a small thrombus was noted in the right atrium near the was. The procedure was successfully completed and the thrombus was aspirated into the was and out of the patient. The patient was doing well post procedure and was discharged home the next day.